Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the stylet during lead insertion perforated the lead about 2 cm from the tip . The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected address for intitial reporter. Corrected address for user facility. Evaluation summary: (B)(4): outer insulation perforated (stylet/guidewire), and distal conductor was distorted; full lead returned and analyzed.